Manufacturer narrative:
The full initial reporter name in block e1 is (B)(6). It was reported by a getinge service representative that the suspected power management board that was replaced is being requested to be evaluated for a failure investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped working for 1-2 minutes. The iabp shut down while on battery power. The battery power showed 75%. Subsequently, the customer also reported "when we left the unit bedside the battery was checked and showed 4/5 lights. Approximately 10-15 min later while en route to the aircraft the pump just shut off. No warning was given it just stopped and went black. The electric cord was placed and plugged into a hallway outlet. The system was rebooted and restarted without incident. The battery read 4/5." There was no harm or injury to the patient.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped working for 1-2 minutes. The iabp shut down while on battery power. The battery power showed 75%. Subsequently, the customer also reported "when we left the unit bedside the battery was checked and showed 4/5 lights. Approximately 10-15 min later while en route to the aircraft the pump just shut off. No warning was given it just stopped and went black. The electric cord was placed and plugged into a hallway outlet. The system was rebooted and restarted without incident. The battery read 4/5." There was no harm or injury to the patient.

Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and no visual damage was observed. The technician then installed the power management board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The national repair center ran the cardiosave test fixture on two fully charged batteries. The national repair center did not observe the unit shutting down after running the cardiosave for an extended period of time on batteries. The power management board is being sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
The supplier returned the power management board to the national repair center (nrc). The supplier did not communicate that they verified the failure of the unit shutting off without any warning , but attributed the failure to the board requiring cn167210, which they installed, and that the board passed testing. A senior repair technician inspected the power management board and no visual damage was observed, and upon inspection of the board per procedure, the installation of the required rework was verified. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, and cardiosave service manual, and the board passed testing. The board was packaged and labeled and sent to stock per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped working for 1-2 minutes. The iabp shut down while on battery power. The battery power showed 75%. Subsequently, the customer also reported "when we left the unit bedside the battery was checked and showed 4/5 lights. Approximately 10-15 min later while en route to the aircraft the pump just shut off. No warning was given it just stopped and went black. The electric cord was placed and plugged into a hallway outlet. The system was rebooted and restarted without incident. The battery read 4/5." There was no harm or injury to the patient.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. Upon investigation, the stm found no obvious problem. The stm replace the video generator board. The power management board was also replaced to ensure the iabp does not shutdown. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped working for 1-2 minutes. The iabp shut down while on battery power. The battery power showed 75%. Subsequently, the customer also reported "when we left the unit bedside the battery was checked and showed 4/5 lights. Approximately 10-15 min later while en route to the aircraft the pump just shut off. No warning was given it just stopped and went black. The electric cord was placed and plugged into a hallway outlet. The system was rebooted and restarted without incident. The battery read 4/5." There was no harm or injury to the patient.